Event description:
Customer reported when inserting code into device, there was a code key discrepancy. The device displayed 02j when it was powered on and key inserted. No treatment was received. A request was made for return product and replacement product was sent.